Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels and that the glucose meter did not detect the blood glucose reading. The blood glucose reading was less than 20 mg/dl. The customer's spouse stated that the customer was hospitalized for diabetic complications, and the insulin pump was removed upon her arrival. He noted that the customer experienced chronic kidney failure. He stated that the customer passed away 3 weeks after the low blood glucose hospitalization. The blood glucose reading at the time of passing was 155 mg/dl. The caller advised that the customer had been off of insulin pump therapy for 3 weeks prior to passing. A request to return the insulin pump for destructive analysis was made. Nothing further reported.